Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged when they plugged the chair into the wall, the charger started smoking and the provider states it blew a fuse.